Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance and loss of capture were observed on the left ventricular (lv) lead. During revision, it was observed that fracture of the lv lead had occurred under the suture sleeve due to use error. The lv lead was capped and replaced in order to resolve the event. The patient's condition was stable following the procedure and there were no adverse consequences.